Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned device noted that there were no abnormalities that would have caused or contributed to the reported condition. Functionally the reload was loaded onto a pmv representative device's handle and adapter. The jaws of the reload could be opened and closed and the device recognized the reload. The reload was loaded into a representative handle and applied to test media with proper staple formation and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading the device during a robotic sleeve gastrectomy, the reload was loaded on the adapter but the jaws would not close to cycle the reload. In addition, the handle was not able to recognize the reload. Another reload was used to complete the case. There was no patient injury.